Event description:
It was reported that this pacemaker and right ventricular (rv) lead had observations of electromagnetic interference (emi) noise that triggered a signal artifact monitoring (sam) event that disabled the minute ventilation (mv) sensor. The emi was also causing some false changes impedance measurements that were being oversensed by the mv sensor creating additional noise. It was noted that there are some periods of noise that lasted greater than two seconds. The system remains in-service. No additional adverse patient effects were reported.